Event description:
Pt sent to surgery in 2002, underwent low anterior resection, mobilization of splenic flexure, bilateral salpingo-oophorectomy. Bowel contents seepage into peritoneum. Required lengthy flushing with ns and antibiotic solution. Stapler released no staples, wound not closed. Closed with another device. Pt did not develop post-op infection. Discharged 05/2002.